Manufacturer narrative:
Patient identifier, date of birth, and weight not available for reporting. Date of event: date of device breakage is not known. PMA / 510k: this report is for an unknown 4.5mm cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Date of implant reported as (B)(6) 2017. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a dynamic hip screw (dhs) was implanted in (B)(4) 2017. There was a failure of fixation noted that a most distal 4.5mm cortex screw in a 3 hole dhs plate was broken. The patient was revised to a trochanteric fixation nail advance (tfna) on (B)(4) 2018. The surgery was successfully completed with no surgical delay. No medical intervention required. Concomitant devices reported: 130 degree dhs plate standard barrel 3 holes/62mm (281.031, lot number unknown, quantity 1), dhs/dsc lag screw 12.7mm thread/90mm (280.900, lot number unknown, quantity 1), cortex screw (part number unknown, lot number unknown, quantity 2). This report is for one (1) unknown 4.5mm cortex screw. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient age is not known, patient weight updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.